Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and insulin squirts during priming. Customer stated the insulin pump was rejected new batteries, big cracked in battery area, back light was dimmer, unexplained no delivery alarms and rewind was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected back light anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).